Event description:
The biomedical engineer (bme) reported that the transport monitor was not reading resp. It had been reading hr (heart rate) at first but then the hr readings dropped. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transport monitor was not reading resp. It had been reading hr (heart rate) at first but then the hr readings dropped. There was no patient harm reported. Investigation summary: the complaint device was returned, and the reported problem was duplicated. The evaluation showed that the device had physical damage to the ECG-pcb board & power supply. Based on the evaluation of the returned device, this complaint is confirmed. The root cause of the reported issue is due to device damage resulting in failure of internal components. Failure of the module and/or its components can occur due to physical damage. Impacts with surfaces or other objects could damage both the exterior enclosure and internals of the device. Internal damage of the device may cause incomplete sending of data leads or prohibit the device from connecting to the network or cns. If physical damage is not observed on the device nor its components, a module may fail due to normal wear and tear and is dependent on the age of the device and the frequency of its use. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that this transport monitor was not reading resp, and it had been reading hr (heart rate) at first but then the hr readings dropped. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/15/2024 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided.

Event description:
The biomedical engineer (bme) reported that this transport monitor was not reading resp, and it had been reading hr (heart rate) at first but then the hr readings dropped. There was no patient harm reported.